Event description:
It was reported that during a surgical procedure at the user facility, the smoke evacuator of the device failed to function. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.